Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026, due to the spring detaching from the outer ring of the inserter prior to insertion during package opening. The issue was resolved by replacing the infusion set and resuming insulin deliveries successfully. No further information available.